Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was loose closure. There was no reported patient impact. The following information was provided by the initial reporter: cap loose.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0009623, medical device expiration date: 2021-05-31, device manufacture date: 2020-01-09; medical device lot #: 0044133, medical device expiration date: 2021-06-30, device manufacture date: 2020-02-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was loose closure. There was no reported patient impact. The following information was provided by the initial reporter: cap loose.